Manufacturer narrative:
Section e: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of trip wire detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the pulling line of the device fell off and could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire was detached.